Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected at another hospital in the nasolabial fold with 4ml of juvéderm vista voluma xc. Approximately one month and a half later, the patient experienced ¿discomfort and numbness at the nasolabial fold.¿ the patient was treated with two hyaluronic acid dissolving injections at another hospital, but the ¿lump¿ remained. About 20 days later the patient visited the reporting and treating hospital and was treated with ¿hyaluronidase 300u (1a1500u dissolved in 10ml).¿ the following day the patient was treated with ¿450 u of hyaluronidase.¿ the patient had numbness and had been taking methycobal for a month and a half. Approximately three months later, there was ¿tendency for improvement, but the lump and numbness remain, and it is suspected that there is a foreign body granuloma remaining.¿ the granuloma was not confirmed with a biopsy. The patient was treated with a third time with dissolution: ¿mix kenacort 0.2ml + hyaluronidase 0.8ml (120u) = 1.0ml and apply to the lump area.¿ the patient is currently being monitored with continued use of methycobal. Symptoms are ongoing.